Manufacturer narrative:
(B)(4). Concomitant medical products: 110024464 - g7 dual mobility liner - 671750; 163666 - cocr modular head - 553980; xl-200150 - e1 active articulation - 981030; 51-107140 - taperloc femoral stem - 3612807. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08164, 0001825034-2018-08165, 0001825034-2018-08166.

Event description:
It was reported that patient was hospitalized approximately 2 weeks post revision surgery due to excessive bleeding/delayed wound healing. The patient was taken into surgery the next day due to experiencing pain and possible loosening. During the surgery, a mass filled with fluid was removed and a wound vac system was inserted.